Manufacturer narrative:
The computer was removed from the stellaris system and returned to bausch & lomb for evaluation. The reported problem was not duplicated during simulated-use testing. The system functioned properly and did not shut down while running or powered on. The unit met all performance specifications.

Event description:
A report was received from a user facility in the USA stating the stellaris system intermittently shuts down during use. No impact or injury to the patient was reported.